Event description:
Additional information received indicated the "gluteal pain improved" and that the patient is "ambulating with less pain, drove self to clinic appt. Today (1st time driving after surgery)". The event is resolved/recovered with no sequelae on (B)(6) 2015. There were no further patient complications reported as a result of this event.

Event description:
It was reported that following the implantation of a sparc sling the patient presented with moderate "left gluteal pain." The "pain is enhanced when sitting, walking or bladder is distended." Pain medication was administered and "encouraged ambulation, massage" was instructed. The event is considered recovering/resolving (adverse event is improving). There were no further patient complications reported as a result of this event.